Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to ischaemia and infection, it was necessary to perform a revision surgery after 1 month from the primary intervention to replace the attune pe insert. The insert, following the revision, appeared to be damaged. The damage was not caused during the replacement procedure.

Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided explant photograph confirms insert polyethylene wear. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.